Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life. Blood glucose level at the time of the incident was not provided. Durinrg a follow-up call, the customer stated that the device had a failed battery test, a no delivery alarm, an off/no power alert, and a motor error alarm. Blood glucose level at the time of the incident was 112 mg/dl. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. No failed battery test alarm noted. No unexpected low battery or off no power alarms noted. No off no power anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.